Event description:
It was reported that the user awoke with low blood glucose, found the ilet¿s screen cracked after dropping the device, and the touchscreen became unresponsive; the user reverted to multiple daily injections while a replacement was arranged, and device alarms for low glucose were reported. Symptoms included hypoglycemia with a nadir of 79 mg/dl by cgm and approximately one hour of low readings, treated with oral glucose gel, without need for assistance or medical intervention. Outcomes included no hospitalization and continued cgm monitoring while off pump therapy. Investigation included collection of a low blood glucose questionnaire and coordination of device replacement and return logistics. Investigation of this device revealed physical damage to the touchscreen display, consistent with user-induced impact, and resultant loss of touch functionality; no device alert or alarm malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop, not a product malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.